Event description:
It was reported to philips that the system displayed the message low disk space and could not perform exposure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and recreated the image store and replaced the mother board's battery. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could do fluoroscopy but not exposure and it displayed no space error. Review of the system logs showed errors with the frontal ippc (image processing pc). The fse recreated the image store and replaced the mother board battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.